Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and nine months post filter deployment, CT revealed an ivc filter in place and one of the ivc filter legs project beyond the lumen of the ivc anteriorly. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is inconclusive for the alleged filter migration and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the entire filter migrated to the heart, tilted and embedded in the wall of ivc and struts perforating beyond lumen of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.